Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump was able to charge successfully after the customer left the pump plugged into the power source. Additionally, the battery gauge was observed to be jumping unexpectedly. There was no adverse impact to the customer's blood glucose (bg) level. The customer would continue to use the pump for insulin therapy.